Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary inadvertent use error is suspected as the root cause for the problem experienced. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that patient had an anterior approach using the pinnacle cup and actis hip stem. Upon insertion of the acetabular altrex liner, the liner would not seat correctly. 1 of ard tabs was proud. The liner was pulled out and a new was inserted. Requesting response in regards to tolerance and specs of liner. Doe: (B)(6) 2018; unknown affected side. No surgical delay.